Event description:
Leaking foley catheter.

Manufacturer narrative:
A leaking foley catheter was reported. Due to this, the catheter was replaced. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.